Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump received with minor scratches on lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and high blood glucose levels. The customer's blood glucose level was 502 mg/dl. The customer reverted to manual injections. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.